Manufacturer narrative:
It is unknown if the device is returning for analysis. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Attachment: medwatch form report #: (B)(4).

Event description:
User facility medwatch report received that states "per the cardiologist note: "under ultrasonic guidance, with the use of micropuncture needle, an access was made in left common femoral artery, and a perclose proglide suture was attempted but did not take, thereafter there was difficulty removing the device. A cut down was then performed (by vascular surgeon ) and perclose proglide device removed." Site of open arteriotomy was used for access for the valve replacement . Then after valve replaced and function confirmed with fluoroscopy, the arteriotomy was surgically patched by the vascular surgeon. Md described complication of surgery: "left groin access site perclose proglide device fracture needing open arteriotomy." Per surgeon note: "using ultrasound guidance, placed wire into the left femoral artery. Then placed one perclose proglide device without difficulty. Went to place a second perclose proglide device for later closure and the device became stuck in the artery and t he plastic part became separated from the metal part. Pressure was held on the groin; however, there was bleeding without direct pressure. Therefore, I did an emergent left femoral artery cutdown with pressure held at the bleeding site. This was carried down through the subcutaneous tissues until we could identify the left common femoral artery." Then vessel loops were placed on the left common femoral artery, the profunda artery, and the superficial femoral artery to control the bleeding. "There were sutures attached to the end of the perclose proglide device, which was in the artery, which we could not see. We therefore did a longitudinal arteriotomy and were able to identify the retained portion of the perclose device and remove this. With this complete removal and now controlled artery, we decided to proceed with the tavr transcatheter aortic valve replacement procedure. Once the tavr procedure was completed, the femoral sheath was removed. Then to repair the artery, we used a pericardial patch to place a longitudinal oval patch repairing the artery. The wound was then closed in 4 layers."surgeon described this complication of surgery: "the perclose percutaneous device separating in the left femoral artery." Patient required one unit of prbcs and then went home the following day." No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿suture was attempted but did not take¿ was confirmed as a cuff miss. The guide separation was confirmed. Device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. The patient effects of hemorrhage and vascular injury (tissue damage) are listed in the perclose proglide instructions for use as potential adverse events of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.